Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in labor and delivery. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested to replace the main pcb. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the manifold the issue. Based on this info, no further action is required.